Event description:
The report states that during a thyroidectomy, the blue insulation on the tip of the device melted off in small pieces. A small piece of the insulation fell into the pt cavity and was retrieved. Sutures were used to complete the procedure. There was no pt injury.

Manufacturer narrative:
The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.